Event description:
It was reported that during an unknown procedure, 2 blue reloads was not completely fired, partial cut and formed. Changed a new reload to continue the surgery. Bleeding. Used 2 white reloads to treat artery and noted bleeding after fire. Tried to control the bleeding but failed. Converted to open operation and completed the surgery. No other information provided.

Manufacturer narrative:
(B)(4) date sent: 5/6/2026 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? Was the bleeding intraluminal or extraluminal? Were the staples the appropriate b-shape form? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Did the patient receive any preoperative chemotherapy or radiation? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.